Event description:
The manufacturer received notification of an instrument malfunction on (B)(6) 2022. It was reported that a cervical 6mm rasp malfunctioned during a surgical procedure. There were no know patient complications associated with this complaint and the procedure was successfully completed. The complaint instrument was returned to the manufacturer on 2/23/2022 for complaint assessment.

Manufacturer narrative:
A visual assessment of the returned complaint rasp showed an instrument with repeated use, as identified by worn laser markings, surface scratches, and damaged peaks of the rasp portion. The rasp head was fractured from the instrument handle, and the distal tab portion of the handle was bent in a manner that suggests it was shifted superior or inferior while the rasp head maintained a fixed position. A functionality assessment was not performed due to the damaged condition of the complaint instrument, which was removed from distributable inventory. A DHR review was performed for the cervical rasp complaint lot and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 2/04/2020. There have been two other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor the complaint device for complaints from the field.